Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) level was 587 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.